Event description:
The customer reported via phone, she was having battery issues with the insulin pump. Customer sated she already received a new battery cap and continues to have issues with low battery alert. Customer stated she changed the new battery, the new battery cap, and now the device displayed the battery had only one bar left. Troubleshooting was performed. Customer didn't recall her blood glucose level but it has been normal. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected low battery alerts noted during testing. The insulin pump passed displacement test and off no power test. The insulin pump was received with high idle current due to moisture damage on all electronic assemblies noted. The insulin pump had moisture damage on motor assembly noted. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.